Manufacturer narrative:
The vessel sealer extend instrument has been returned to intuitive surgical, inc. For failure analysis evaluation. Failure analysis investigations could not replicate and confirm the customer reported complaint. The instrument was tested in house, it passed the self-check, delivered energy and performed the cut test without any issues. The instrument moved intuitively in all directions. No damage found. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during use of the vessel sealer extend instrument, it was reported that the instrument quit working. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the vessel sealer extend instrument ¿worked for part of the surgery, but then just quit working.¿ on (B)(6) 2019, intuitive surgical, inc. (Isi) ) contacted the robotics coordinator and obtained the following information: the vessel sealer extend instrument sealed successfully for almost an hour up until the issue occurred. The vessel sealer extend instrument then stopped working when trying to start a new seal. It was confirmed there were no audible tones were heard and no tissue effect seen during the subsequent attempt at sealing. The site does not recall if the system generated an error. It was also confirmed that there was no evidence of vessel calcification and no tissue tension. The procedure was completed with no reported injury.